Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. According to documentation, the patient experienced a skin reaction following the insertion of the dexcom g7 sensor. The insertion site was prepped with alcohol prior to application. Two days after insertion, the patient developed a whole-body rash. She did not specify whether the rash originated at the insertion site and spread but confirmed that no additional symptoms were present. On (B)(6) 2025, the patient visited her primary care provider, who assessed the rash but was unable to determine the cause or establish a direct link to the sensor. The patient was advised to remove the sensor and discontinue use of the dexcom g7, as her a1c levels were within normal range. She was prescribed triamcinolone cream, to be applied twice daily. At the time of reporting, the rash had improved but was still present, and the patient reported that she was feeling well overall. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.